Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the consumers cardiologist had said there was a number of patients with larger pumps that had problems with infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s cardiologist who stated ¿they never made any such allegations¿. No further complications were reported.